Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. This happened with six tampons. Consumer manually removed the tampon, but is unsure if pieces still remain inside. She is planning to visit her doctor to ensure all pieces are removed. If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.

Event description:
On august 10, 2018 we reached out to the consumer to find out if she had followed up with her physician to see if pieces remained. The consumer stated she saw her physician on (B)(6) 2018 and stated she was okay. Consumer stated no further medical follow-ups are planned. Consumer if doing fine. No further follow-ups tasked.